Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 false positive flu b result for 1 symptomatic patient reported for sofia flu+sars. Confirmatory test with alternate rapid assay was done and results were negative.